Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces and no button error alarm during testing. No moisture damage noted on electronics assembly. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump got wet in a hot tub and the buttons are not responsive and a button error alarm was received. Customer's blood glucose was 196 mg/dl at the time of incident. Troubleshooting was done for fluid in pump and button error. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.